Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Electrical resistance and cross continuity test results were within specifications. Helix was able to be extended. No anomalies were found.

Event description:
It was reported that during the implant procedure, the atrial lead was tested and high threshold was measured. The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.